Event description:
The pt reported in the past, she had developed pustules on her feet, hands, and legs. The pt reported her dermatologist diagnosed her with palmoplantar pustulosis. The pt reported the issue has persisted. It was reported the pt recently used a makeup that contained titanium and her face became swollen. The pt reported a recent blood test showed she had elevated levels of titanium. In addition the pt reported she felt heat at the ipg site. An allergy test was sent to the physician. Follow up identified the pt was allergic to titanium and nickel. It was reported the physician was to perform surgical intervention to remove the scs system.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.